Event description:
A lifecor patient services representative contacted lifecor customer support to report that one of the battery packs she had for a patient fitting was overheating. She did not feel comfortable giving the battery pack to a patient and asked that co send her another battery pack. The suspect battery pack was returned to lifecor for evaluation.